Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was unable to fill the inflatable penile prosthesis cylinders to obtain the desired rigidity. The physician indicated that the pump was not working properly. The pump gets stuck in the middle of the cycle and it does not inflate enough. A revision surgery has not taken place yet.

Event description:
It was reported that the patient was unable to fill the inflatable penile prosthesis cylinders to obtain the desired rigidity. The physician indicated that the pump was not working properly. A revision surgery has not taken place yet.